Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not beeping. The customer¿s blood glucose during the incident was unknown. The device was not making any sound when alarming. Customer reports they did hear beeps when audio volume settings were saved. Customer reports they did not hear the differences between the two audio beep volumes. The customer also reported an insulin flow blocked alarm that was a past event. The alarm was resolved by a complete set change. The insulin pump will be returned for analysis.